Event description:
Boston scientific received information that during the elective replacement of this device for end of life battery indicator, the physician observed a loose device-header connection in the absence of a difficult explant procedure. It was further stated the physician then recalled some abnormal electrograms in which it had been difficult to assess signals as noise or atrial fibrillation and additionally reported difficulty adjusting the minute ventilation sensor. The physician requested the product be returned for a (B)(4) evaluation to determine if the loose header observation could have been a contributing factor to the observed electrograms anomalies.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon return to the post market laboratory analysis, engineers confirmed the reported observations were consistent with evidence identified by testing. Visual inspection confirmed the header was loose from the device case. An x-ray showed the header wires were however intact. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The laboratory technician attempted to program the minute ventilation (mv) sensor on and received a parameter interaction message indicating the mv was contraindicated for use with a unipolar lead. The patient data screen showed that the right ventricular lead was a is-1 unipolar lead. This may have been the issue observed in the clinic when attempting to adjust the mv sensor.